Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became bent and broke off. The customer changed the cartridge and was able to resume insulin delivery. Customer's blood glucose level was approximately 250 mg/dl.